Manufacturer narrative:
It was reported that the smart flex stent 5x80 bil, 120cm was not fully expanding to its nominal 80mm length. The physician decided to cover the 5mm x 80mm smart flex with a non cordis stent and the procedure was completed. There was no patient injury. It was reported that the issue was not with the delivery of the stent. The physician indicated that there appeared to be no obstruction of flow at the conclusion of the case. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The device prepped according to the instruction for use (IFU). There was no defects noted during prep. The target lesion was the left superficial femoral artery- proximal popliteal. The vessel had some calcification and was not a tortuous vessel. There was no difficulty tracking the device towards the lesion. Four pictures were received and reviewed. All four had a scale present but the units are unknown. The first picture appeared to show a self-expanding stent deployed in a lower extremity. The second picture appeared to show an expanded balloon within a stent. The third picture appeared to show an expanded balloon adjacent to a deployed stent. The fourth picture appeared to show an additional guide wire and a stent deployed in the same position. It is difficult to accurately judge the actual deployed length of the stent from the images, although it does appear shortened compared to the expected length, as stated. One non-sterile smart flex 5x80 bil, 120cm was received coiled inside a plastic bag. The smart flex unit was already deployed. Two kinks were observed at 10.5cm and 125.5cm from distal end. Product analysis was submitted to burpee medsystems (bms) team representatives. The system was received by bms coiled in plastic bag. The stent was not present. A visual inspection of the device was performed. Three kinks were observed along the length of the catheter. One kink was located in the outer sheath tubing, just past the distal end of the stainless steel pusher shaft, approximately 16cm from the distal end of the female luer. The second kink was found in the guidewire approximately 10.5cm from the distal tip of the system, just past the distal end of the peek tubing. This kink had culminated into a slice in the guidewire, and a light touch during visual inspection of the system caused the guidewire to break in two at the juncture. The third kink, located approximately 37mm from the distal tip of the system, was not as pronounced as the first two. This kink was not identified in the analysis bms received from cordis. It is assumed that the kink occurred during return shipment to bms. The length of the device was inspected for additional damage, no further abnormalities were found. The device was inspected further for evidence of the reported malfunction. The system was dismantled so its components could be inspected closer. The peek and guidewire tubing were removed from the outer sheath, and the outer sheath was severed at the female luer and cut open to reveal its inner diameter (ID). Upon removing the guidewire, still attached to the stainless steel pusher shaft, a kink was revealed at the end of the pusher shaft, corresponding to the location of the kink in the outer sheath. The ID of the outer sheath was inspected for damage, and the kink in the outer sheath was inspected for damage to the braiding. The braiding remained intact and therefore did not contribute to the occurrence of the kink. No further damage was found on the ID of the outer sheath. In order to determine if the manufactured system was intended for use with an 80mm stent, the marker band location was measured. This measurement is specified by the customer for a 5mm x 80mm lg, 1200mm stent delivery system. On the returned system, this dimension was measured to be 90mm, which is within the required specification. It is determined that the system was manufactured to contain an 80mm stent. These analyses brought about no evidence that a stent of incorrect length was deployed from the returned device. A device history record (DHR) review of lot 36880 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿stent-ses~pinsc- incorrect length - too short¿ could not be confirmed through analysis of the device or through analysis. The length of the stent could not be confirmed through the stent images, and clarity of the images were not clear enough to show whether the stent struts were compressed. The exact cause of the incorrect length reported by the customer and kinks could not be determined. Based on the information available for review, vessel characteristics and/or handling/procedural factors may have contributed to the stent length issue reported. It is presumed that the kinks and break described occurred after use or during return shipment. According to the product IFU, clinicians are instructed to fluoroscopically evaluate and mark the lesion or stricture, observing the most distal level of the stenosis or stricture.  The user is to ensure that the sds outside the patient remains flat and straight.  Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site.  The user is to ensure that the introducer sheath does not move and that the locking pin should be removed from the handle prior to deployment.  While using fluoroscopy, the user is to maintain the position of the radiopaque stent markers relative to the target lesion site.  Failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression or elongation. Neither DHR review results nor product analysis suggest that this condition is related to the smart flex manufacturing process. Therefore, no actions will be taken at this time.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that the smart flex stent 5 x 80 bil, 120 cm not fully expanding to its nominal 80 mm length. The physician decided to cover the 5 mm x 80 mm smart flex with a non cordis stent and the procedure was completed. There was no patient injury. The issue was not with the delivery of the stent as I originally thought based on what was being described. The issue was with the deployed stent and what appears is an issue with the stent not fully expanding to its nominal 80 mm length. The stent clearly not reaching its intended 80 mm length. The physician indicated that there appeared to be no obstruction of flow at the conclusion of the case. It was verified prior to insertion that stent was contained within the outer sheath/introducer of the system. The device prepped according to the instruction for use (IFU). There was no defects noted during prep. The target lesion was the left superficial femoral artery- proximal popliteal. The vessel had some calcification and was not a tortuous vessel. There was no difficulty tracking the device towards the lesion. The delivery system is available for return.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.